Manufacturer narrative:
Unit received with button error alarm and had intermittent esc and act buttons response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The insulin pump alarmed button error. Customer's blood glucose level was 184 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.